Event description:
Caller alleged discrepant results compared with the lab. Caller reports using the second drop of blood, sticking the finger during warm up of the meter, and testing right from the finger without cap tubes.

Manufacturer narrative:
Investigation pending.